Event description:
It was reported that the right ventricular (rv) lead experienced impedance values of greater than 2,000 ohms. In addition, elevated threshold was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419488 implantable pacing lead, implanted: (B)(6) 2011; product ID: 407652 implantable pacing lead implanted: (B)(6) 2011. (B)(4).